Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that the pump touchscreen was frozen. There was no reported impact to the customer's blood glucose level. Reportedly, the contact was unable to provide additional information.